Event description:
It was reported that this right ventricular lead exhibited high out of range pacing impedance measurements. Further evaluation of the system was discussed. This lead remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: b5: describe event or problem field h6: device codes

Event description:
It was reported that this right ventricular lead exhibited high out of range pacing impedance measurements. Further evaluation of the system was discussed. This lead remains in service. No further adverse patient effects were reported. Additional information was received detailing that high pacing thresholds were also observed.